Manufacturer narrative:
Photo analysis: ¿ crease / folding of implant: no observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6, h.11.

Event description:
Healthcare professional initially reported right side tenuous folds and later reported capsular contracture, baker grade iii. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported right side tenuous folds. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, initially reported, right side tenuous folds. And later reported, capsular contracture, baker grade iii. The device remains implanted.